Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Updated e1 initial reporter phone to (B)(6). Updated e1 initial reporter postal code to (B)(6). The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: foggy. Confirmed failure: dented/bent/broken shaft. Rusting. Uneven illumination/dark resolution. Particles in system (in focus). Probable root cause: ¿ laser welding seal failure. ¿ distal/proximal window solder failure. ¿ damage to optical train. ¿ damage to needle. ¿ damage to distal or proximal windows. ¿ moisture intrusion. ¿ end of life wear-out. ¿ environmental disturbance: endoscope colder than dew point. ¿ environmental disturbance: fluid entrapment between the coupler and eyepiece junction (eyepiece only). ¿ use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foggy image.